Event description:
A vaxcel pasv port was being placed for therapeutic purposes. During catheter insertion, the peel-away introducer sheath did not follow the scoring and one side peeled down too quickly. The physician utilized surgical tweezers to grab hold of the side that peeled too quickly and was able to finish the procedure. The lenght of the procedure time increased by ten to fifteen minutes.